Event description:
It was reported that during MRI, the implantable cardioverter defibrillator exhibited backup vvi operation. On an unknown date, the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.